Manufacturer narrative:
A ge representative evaluated the system, and found customer was not using the hlf mode as needed. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported poor image quality. No patient injury was reported.